Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No product information has been provided to date.

Event description:
It was reported that a no disposable clamp tubing alarm occurred. The patient stated that the same issue had occurred the night before with the same cassette on a different pump. The pump will be replaced. No patient injury was reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Product is beyond a year from manufacture date of 2007-01 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous 12 months (serviced on (B)(6) 2016 and there was no indication the complaint was related to previous service of the device. H6: health effects, health impact updated, corrected data: h6: evaluation codes conclusion.